Event description:
Oxygen provider was informed by nursing service that a visionaire oxygen concentrator used by patient was smelling. Oxygen provider organized an exchange of the device, but patient died before the exchange took place.

Manufacturer narrative:
A follow-up report will be submitted when evaluation is completed.